Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code relates to the reported issue of bands prematurely deployed.according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-01921 pertains to the first speedband superview super 7 device and manufacturer report # 3005099803-2018-01922 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band deployed even before the handle was fully rotated. Reportedly, multiple bands were released after a single click was heard. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Reportedly, there were no difficulties in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.